Manufacturer narrative:
The samples were serum. Na qc prior to the event was within lab-established ranges, but on the low side serum or plasma; no other details provided. Na qc after the event and after recalibration was within lab-established ranges. Co2 qc prior to and after the event was within lab-established ranges. A bec field service engineer (fse) inspected the flow cell and cleaned the cl electrode and port. Fse replaced the co2 measuring electrode membrane and co2 reference electrode. Fse verified performance.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to an erroneous high acrbon dioxide (co2) results on 2 patient samples and a erroneous low sodium (na) on one patient sample generated by the unicel dxc 800 pro synchron chemistry analyzer. The samples were not reported out of the laboratory; hence, patient treatment was affected by this event. Two of the initial samples were repeated on an alternate unit and the third on the same unit. The obtained results were reported.